Manufacturer narrative:
(B)(4). This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent an arthroscopic surgery for severe post-operative stiffness. Biological resurfacing of the glenoid. At a clinical visit on (B)(6) 2016, the patient stated she had been having a lot of problems with post-operative stiffness and likely capsulitis. Patient ID: (B)(6).